Manufacturer narrative:
The case details were initially reported as a needle mechanism failure. Following further review, it was identified that the case reported was related to an omnipod that was applied had stopped working on (B)(6) , 2026, earlier than expected. The patient reported the controller showed ¿no active pod¿ followed by ¿pod expired.¿ the patient removed the pod and applied a new one successfully. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
The patient reported the pod cannula deployed prior to pod application. As a result, the pod cannot be used, and the patient applied a new pod. There was no impact to blood glucose levels reported and no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.